Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were calibrated to resolve the issue. No patient information to date after calls to customer 10/25/21, 10/28/21 and 11/02/21. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in a loss of mechanical ventilation during a case. There was no report of patient involvement.